Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. Skiving and particulate generation caused by the use of a sharp mechanical needle is a known risk of the procedure and is documented in the literature.

Event description:
The torflex transseptal guiding sheath was used with a cook medical mechanical needle for transseptal puncture. During the procedure, the physician experienced difficulty advancing the mechanical needle past the distal end of the dilator. The cook medical mechanical needle and torflex transseptal guiding sheath were removed from the patient and particles were observed from the dilator. Two additional torflex transseptal guiding sheath devices were subsequently used to attempt transseptal puncture but encountered the same issue. The physician exchanged the sheath for an equivalent device and proceeded with the procedure. The procedure was successfully completed. The mechanical needle used during the procedure was not manufactured by baylis medical company. While there is no evidence to suggest that the torflex transseptal guiding sheath used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was used during the procedure when the issue was observed. Separate MDR reports have been submitted for each torflex transseptal guiding sheath used. The reports for the additional devices are submitted under MFR report #: 9710452-2017-00010 and 9710452-2017-00011.